Event description:
During a da vinci si prostatectomy procedure, the user facility reportedly identified a defective cable on the monopolar curved scissors instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed a broken grip close cable at the distal idlers pulley. The broken cable segment was sticking out at wrist. The idler pulley spun freely and was not damaged. Other cables at the instrument's wrist were not damaged. Additional observations found not reported by the customer were multiple micro-cracks on the distal end of the main tube. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The customer reported complaint does not itself constitute a reportable event; however, the reported broken cable and main tube damage if to reoccur may cause or contribute to an adverse event.